Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit for the reported "leaking helium" issue. The fse verified the helium leak, and to fix the issue replaced the broken buna o-ring on the quick gas disconnect connection. The fse verified that there was no helium leak using helium leak troubleshooting guide in cardiosave manual. Ran and passed all performance and function tests. Both lithium batteries were depleted verified that batteries were charging advised customer to charge batteries overnight . Returned the unit for clinical use after batteries are fully charged. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), e2, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10.